Event description:
(B)(4). I have many to report. The onset began with breast tenderness and shooting pain, I also experienced intermittent abdominal cramping in my lower left side. (B)(6) 2013 also was the beginning of many digestive issues. I also began experience joint pain, primarily on my left side beginning with knee pain. Now, almost three years later, I have extreme muscle pain on my left side - chest, shoulder, lower back, buttocks and hip. My digestive issues have progressively deteriorated and I now have ibs, gerd, and schatzki's ring in my esophagus. Just these past 3 or 4 months, I am now experience debilitating cramps that stop me in my tracks and cannot move. This is followed by extremely heavy periods where I have to change my pad/tampon every hour. Additionally the pain in my lower left side remains constant. Migraines are an almost daily occurrence as is fatigue.